Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/27/2011 with the following findings: the bolus button was observed to be missing and moisture was observed under the display lens. The all buttons were found to be unresponsive to button presses. The pump was found to be leaking from the bolus button. The pump was opened and moisture was found on the pcb and screen. (B)(6).

Event description:
A family member reported that after the patient went swimming the pump screen went blank and the keypad stopped responding. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.